Event description:
Artifact present during AED deployment.

Manufacturer narrative:
(B)(4). Currently pending eval of the incident and the device. This is being reported due to the customer's description of the event.